Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) received three bursts of anti-tachycardia pacing (atp) and seven shocks for supraventricular tachycardia (svt). The rhythm was detected in the ventricular tachycardia-1 (vt-1) zone. The rhythm accelerated into the ventricular tachycardia (vt) zone and therapy was exhausted. Technical services discussed detection enhancement programming. No adverse patient effects were reported.

Manufacturer narrative:
The device was reprogrammed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.